Event description:
Pt was revised due to poly wear of the bearing causing instability.

Manufacturer narrative:
Evaluation was not possible as the product was not returned. The investigation was limited to the info provided, as the lot number requried to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after 15 yrs of implantation. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.